Event description:
It was reported that the patient had a follow-up computed tomography on (B)(6) 2010, which revealed the aneurx device had migrated 22 to 25mm. A reintervention was performed on (B)(6) 2010. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)